Manufacturer narrative:
The customer reported a problem with the footswitch. The company representative noted that a footswitch was shipped directly to the customer. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported the equipment's footswitch presented with a problem during a cataract with intraocular lens implant procedure. The procedure was completed with the same equipment and accessory, with no delay. There was no harm to the pt. No procedures were canceled due to this event.